Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. Review of the event history log confirmed a check clutch alarm and duplicated during testing. Upon further inspection, the nut for the position pot on the carriage was found loose. Tamper sticker had been removed indicating the customer had been inside the pump and manually manipulated the plunger/clutch. As a preventative measure, the washer was adjusted. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.